Manufacturer narrative:
This information was inadvertently left off of the initial report. It was reported that the physician believes the high impedance is a result of the patient being unable to keep her neck upright from not wearing a posture harness.

Event description:
It was reported that the physician believes the high impedance is a result of the patient being unable to keep her neck upright from not wearing a posture harness. It was reported that without the harness the patient's head sits down on the left side. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that device diagnostics resulted in high impedance. A company representative was present at the patient's follow-up visit and device diagnostics resulted again in high impedance (7226 ohms). It was reported that it was unknown when the high impedance was first observed, but that x-rays were taken and did not identify any discontinuities. It was reported that the patient would be scheduled for surgery. Device programming history was received which identified that the high impedance was observed on (B)(6) /2015. The patient had recently undergone generator replacement on (B)(6) 2015. No known surgical interventions have been performed to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR inadvertently did not include that the patient's lead impedance was within normal limits on date of implant. Relevant tests/laboratory data, corrected data: the initial MDR inadvertently did not include the following information: "03/16/2016 impedance value- 2929 ohms, 03/16/2016 impedance value - 3882 ohms" (B)(4).

Event description:
The patient reported a slight increase in seizures recently. It was noted that the patient's generator's deliverable output current has decreased over time. It was identified that high impedance was within normal limits on the date of implant. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The physician reported that the patient's increased seizures worsened in (B)(6) 2016 but that the rate was still improved compared to seizure rates prior to vns implantation. The increased seizures was attributed to the patient's high impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent planned surgery for revision of the patient's lead and generator due to high impedance. However, prior to explanting the patient's devices, the lead pin was reinserted into the generator and the high impedance resolved. No further relevant information has been received to date.